Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the back of the center seat frame snapped in half. Dealer is stating that he could hear grinding sound, and when seating was removed they found the frame cracked.